Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a consumer's family regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient experienced shocking and uncomfortable stim. The caller indicated patient was very thin and the implant was just slightly under the skin and visible and it had always been this way since implant. The caller believed when patient went to sit on the car seat, patient hit the implantable neurostimulator (ins) device and had been giving her an issue ever since she did. The caller stated the device did not seem like it was working and patient had been going through more pads. They increased stim from 3 to 5 a night prior to this call because patient could not feel stimulation and because the patient did not feel like it was working. Caller stated it worked fine after they increased stim. The caller stated today this morning or afternoon, the stim sensation nearly took patient down on her knees because it hurt so bad when patient moved from one position in the car. It was also reported that patient fell a couple days ago. The patient programmer (pp) showed therapy was on during the call. It was reviewed with the caller that they should decrease setting back down until speaking with healthcare provider (hcp) since patient has had falls. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.